Manufacturer narrative:
The explanted device was not returned for evaluation. The device history records were reviewed and there were no discrepancies thought to be related to the reported event. (B)(4). Cyclodialysis cleft, stent malpostion, and hypotony are listed in the device labeling as known inherent risks of glaucoma stent surgery.

Event description:
During attempted implantation of the istent in the patient's right eye, the stent was not positioned in the desired location. The surgeon re-grasped the stent and during re-grasping, a cyclodialysis cleft was inadvertently created and the stent became lost in the eye and was not retrieved. Implantation with the backup istent was attempted; however, the stent was not able to be implanted because visibility had become compromised from heme. The surgeon conferred with the glaukos medical monitor, who reported that the patient had no pigmentation of the trabecular meshwork and implantation was too posterior, both factors contributed to the creation of the cleft and subsequent stent falling into the cleft. Immediately postoperatively, the patient presented with hypotony (4 mmhg). Additional clinical follow-up was received from the surgeon on (B)(4) 2016. The patient was brought back to the operating room on (B)(6) 2016 and the surgeon¿s partner was able to re-grasp the stent and explant it from the eye without incident. A right istent was then implanted successfully and positioning check verified the stent was well seated. The patient was examined on (B)(6) 2016 and the patient was reported to be doing well with an iop of 9 mmhg. Additional information has been requested.

Manufacturer narrative:
Additional information: other relevant history, model and lot #. (B)(4). Submitted to FDA on 5/16/2016.

Event description:
The surgeon provided the following additional information on 4/20/2016. The iris injury was characterized as trivial and did not require intervention. There was no postoperative bleeding and no loss of bcva compared to baseline. The size of the cyclodialysis cleft was approximately 2 clock hours and was self-resolving. Postoperative imaging showed the stent was well positioned. Postoperative iop on (B)(6) 2016 was 8 mmhg in the operative eye. Additional follow up was received on 5/3/2016. The most recent iop was 10 and 9 mmhg on (B)(6) 2016. The patient's status and prognosis was reported to be good with no ongoing issues.